Event description:
It was reported that the 5.0x40mm absolute pro 0.035 self-expanding stent system (sess) was prepared without issues when the physician noted that there was a weakness [break] in the junction between the stent and the catheter guide but remains intact. The device was not used. Another device was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. Subsequent to the initially filed report, the following information was provided: the physician stated it was not a break and the catheter guide remains intact. No additional information was provided.

Manufacturer narrative:
The device was returned for analysis. The reported product quality problem-unknown damage was able to be confirmed as there was noted a wrinkled sheath and a kinked inner member. Electronic lot history record (elhr) and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint handling database identified no other incidents from this lot. The investigation determined the reported difficulties appear to be related to circumstances of the procedure as it is likely that during unpackaging/removal from the tray and/or during preparation for use inadvertent mishandling resulted in the reported product quality problem/noted wrinkled sheath and kinked inner member. Based on the reported information and results of the complaint investigation there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Additional information: d4 - model # updated. Correction: h6 - medical device problem code 1069 was removed and 1506 added.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the 5.0x40mm absolute pro 0.035 self-expanding stent system (sess) was prepared without issues when the physician noted that there was a weakness [break] in the junction between the stent and the catheter guide but remains intact. The device was not used. Another device was used to complete the procedure. There was no patient involvement and there was no clinically significant delay in the procedure. No additional information was provided.